Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image with a lot of noise, flickering and an alarm b31. The issue was identified prior to a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failure of the universal cord sheath and failure of the insertion tube. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image noise/flicker was due to a component failure of the insertion tube and the error b31 (alarm b31) was due to a component failure in the universal cord sheath. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an image with a lot of noise, flickering and an alarm b31. The issue was identified prior to a therapeutic laparoscopic procedure that was completed using a similar device. There were no reports of patient harm.